Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the mecha base plate fluid damage, the remote control buttons perforated, the light guide cable buckled, the distal body cracked, the control body corroded, the mecha base plate corroded, the segment crushed, the operation channel leak, the bending rubber leak, the remote control buttons leak, the remote control buttons cut, the operation channel resistance, the operation channel faulty connection, the bending rubber faulty connection, and the insertion flexible tube (ift) faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.